Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell. A visual and microscopic analysis was performed which identified opening crease smooth and crease fold. Base on the device analysis the final assessment is: an opening crease smooth on posterior due to fold flaw opening.

Event description:
Physician reported a rupture of the device, fortuitous discovery and a capsular contracture baker grade ii. The device was explanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported a rupture of the device, fortuitous discovery and a capsular contracture baker grade ii. The device was explanted. Right side.